Manufacturer narrative:
Complaint(B)(4): samples have been requested from the customer but have not yet been received at the time of this report. If and when customer samples are received, they will be evaluated as part of the complaint investigation. Upon completion of the complaint investigation, a supplemental report will be filed.

Event description:
The customer reported they experienced 4 falsely elevated troponin occurrences on 2 different abbott architect analyzers. Customer gave example: the had an initial troponin result of 6.763 ng/ml, after repeat troponin was <0.010 ng/ml. Customer advised the initial result was obtained from an aliquot of the original tube. Repeat result was performed on the same analyzer without centrifuging the sample again. Sample was not refrigerated. Customer advised no photographs are available, but the tech did not observe anything (like fibrin) floating in the plasma. Centrifuge = hettich zentrifugen - rotofix 32a, 4000 rpm for 10 minutes.

Manufacturer narrative:
Complaint (B)(4) received 1 rack 454029/b25073hx for evaluation. We have no remaining inventory of the material/batch. We have no further complaints on the material/batch. A check of quality, production, and maintenance records revealed no deviations in relation to the reported error. Tubes were verified to be correctly assembled with no deviations observed. No visual deviation in fill volume, sporadic low or high fill, could be observed in the tested samples. All tubes tested filled within the +/-10% tolerance range. Additive testing verified the additive content was within specification. The complaint is not confirmed. Corrected data: h6: type of investigation, investigation findings, investigation conclusion; h11: manufacturer narrative.